Event description:
THE CUSTOMER REPORTED THAT THE INSTRUMENT WAS DIRTY WHICH WAS FOUND DURING AN REPROCESSING INVOLVING AN OLYMPUS GASTROINTESTINAL VIDEOSCOPE. THE CUSTOMER SUSPECTED THAT THE CAUSE OF THE DIRT WAS DUE TO A FLUID INVASION. THERE WAS NO PATIENT INVOLVEMENT REPORTED.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, H2, H4, H6, H11. The device was returned to Olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.